Event description:
It was reported that the patient experienced leg weakness, difficulty walking, and spinal stenosis. Multiple attempts were made to obtain a medical assessment regarding the nature of these issues, but no further information was available. The device was removed and there have been no reports of further complications regarding this event.

Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found.